Manufacturer narrative:
The radiometer investigation has not been able to define a root cause, hence the root cause remains unknown. The root cause cannot be determined due to lack of data and details..

Event description:
According to the complaint the hospital reported on (B)(6) 2024, the nurse followed the doctor's instructions and proceeded with blood gas analysis for the pediatric patient. Prior to the test, the abl90 flex analyzer was confirmed to be functioning normally. During the testing process, the analyzer indicated a fault due to a clot blockage. Upon this occurrence, the nurse immediately re-collected a blood sample from the child and sent it to the neonatal department for testing. The analyzer was then reported for maintenance. This incident increased the discomfort for the pediatric patient due to the additional blood draw and extended the time required for the report to be issued. New information received on 03jan2025: failing parts received. The events as understood by the engineer after survey are roughly as follows; on the morning of november 25th, the analyzer reported a fault. The customer attempted troubleshooting but was unable to resolve the issue. They proceeded to replace the solution pack (sp) (lot cy27). After installing the new sp, initialization failed and the analyzer reported an error again. Upon removing the sp, it was noticed that the pump tubing had been stretched. To verify if there was an issue with the analyzer, a used sp from another device that was functioning correctly was borrowed and installed. Initially, this also resulted in a fault error upon installation, but after reinstalling, it operated normally. However, by the afternoon, another fault error occurred, which was once again resolved by reinstallation. Afterwards, the analyzer continued to function normally.

Event description:
According to the complaint the hospital reported on (B)(6) 2024, the nurse followed the doctor's instructions and proceeded with blood gas analysis for the pediatric patient. Prior to the test, the abl90 flex analyzer was confirmed to be functioning normally. During the testing process, the analyzer indicated a fault due to a clot blockage. Upon this occurrence, the nurse immediately re-collected a blood sample from the child and sent it to the neonatal department for testing. The analyzer was then reported for maintenance. This incident increased the discomfort for the pediatric patient due to the additional blood draw and extended the time required for the report to be issued.